Manufacturer narrative:
Date of submission 11/07/2017 the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: during investigation, there was evidence of moisture corrosion observed in the battery canister. A leak test revealed multiple battery compartment leaks. The returned battery cap was fastened and the unscrewed ½ turn leading the pump to reboot; a power loss was confirmed due moisture corrosion. The battery cap was fastened again and the pump was exercised with no further power interruptions occurring. The pump¿s cover was removed and no moisture ingress was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.